Event description:
Rv bipolar lead impedance warning on (B)(6) 2022. The patient has increasing lv thresholds. Lv pacing (capture) is measured between "lvtip to lvring and was varying between 2.375v@0.4ms and 3.00v@1.00ms. The current lv impedance is somewhat increased at 703 ohm. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).